Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided . Catalog and lot number unknown / not provided . UDI not available. Title unknown/ not provided. First/given name: unknown / not provided. Last name unknown / not provided. Email address unknown / not provided. PMA/510(k) number not available. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Product not returned.

Event description:
It was reported that the abutment was loose.